Event description:
It was observed that during the device evaluation, the ultrasonic surgical instrument exhibited severe wear of the tissue pad. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. From past investigation results, it is likely the reported phenomenon occurred by the following mechanism: 1. The grasping section was closed without grasping any tissue while the ultrasonic output was activated (including after tissue resection), leading to wear on the tissue pad. 2. Due to wear on the tissue pad, the grasping section came into contact with the probe. 3. The ultrasonic output was activated while the grasping section was in contact with the probe, resulting in the development of a contact mark. In addition, an error occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.